Manufacturer narrative:
The lead was surgically abandoned, thus will not be returned as this time. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead (that had originally accidentally was placed in the coronary sinus) was surgically capped due to an unknown product malfunction. It was reported that the lead was not pacing as intended. No additional adverse patient effects were reported.